Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high defibrillation impedance was noted on the patient's right ventricular(rv) lead. Programming changes were made. No other electronic anomalies were observed. The patient was asymptomatic and will continue to be monitored with regular clinic follow up.